Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: restenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported that in 2006, the patient underwent stenting of the prox lad with a xience v stent. In 2008, the patient experienced chest pain, pressure, and tightness radiating to the left arm with shortness of breath, occurring with movement, walking, etc. The symptoms were relieved with nitroglycerin sl, symptoms had been occurring over the last month. At about one month later, the patient was hospitalized and nitroglycerin sl and heparin were administered. Cardiac enzymes were elevated and the patient was diagnosed with a non q-wave myocardial infarction. An angiogram was performed in 2009, which revealed >=50% and <70% target lesion restenosis distal to the xience v stent. Revascularization to the target lesion restenosis distal to the xience v stent was performed as treatment. There is no additional information available.

Manufacturer narrative:
Results and conclusion summation - angina, restenosis, and mi, as listed in the IFU are known adverse events associate with coronary stenting. Although dyspnea, elevated cardiac enzymes and hospitalization are not specifically addressed in the IFU, they are listed in the no-fault risk assessment along with angina, restenosis and mi, as known potential post-procedure complications associated with coronary stenting procedures. In this instance, although there is no indication of a product quality deficiency, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.